Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios: omnipod software app version: 2.2.1, operating system: 18.7, hardware: iphone15.4, cgm sensor type: dexcom g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a skin irritation causing scar tissue had occurred while wearing the pod on their abdomen. The patient mentioned they have been using the pod system for two years and noted visible scaring and bruising on their abdomen due to repeated use. The pod was worn between 4 and 24 hours. As treatment, the patient switched the pod site to their arm. No specific blood glucoses values were reported.